Event description:
It was reported that right atrial (ra) lead exhibited undersenslng. Ra lead had history of noise too. Also, trying to determine ra threshold but having dlfflculty. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).